Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing found the sample cannot pass the 12 hour inflation test - cuff was deflating during inflation. Source of leak was found to be tear in cuff. The root cause of the reported issue due to fact that cuff leak was not observed prior use, is most probably that reported failure occurred during tracheostomy procedure or during use.